Manufacturer narrative:
The investigation for product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The root cause of the product damage (cannula kink) issue most likely was use related due to improper technique. A5 ethnicity was missing on manufacturer device report 1220648-2024-14044.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that when the physician was finishing up the impella cp procedure, and getting ready to suture, somehow the impella was pulled back, and it was not able to re-advance. A kink was noted while advancing into the sheath. Another impella cp was used successfully, and the patient survived the event